Event description:
It was reported that the patient had suspected pericarditis. The physician elected to remove the right ventricular (rv) lead and replace it with a competitor brand tined rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. The outer insulation was breached cut. The outer tubing overlay was breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.